Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of essure device location of device: unknown') and genital haemorrhage ('abnormal bleeding (general)') in a (B)(6) female patient who had essure (batch no. A63346, 50667569) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included multigravida and gestational diabetes. Concurrent conditions included overweight, pelvic discomfort and uterine prolapse. Concomitant products included codeine phosphate (codine linctus) from (B)(6) 2013, hydrochlorothiazide from (B)(6) 2012 to (B)(6) 2013, medroxyprogesterone acetate (depo provera) from (B)(6) 2012 to (B)(6) 2013, paracetamol (acetaminophen) from (B)(6) 2013 and vitamin b complex, ascorbic acid, beta carotene, caffeine, minerals (vit b complex+vit c+beta-car +mm+caf) from (B)(6) 2012 to (B)(6) 2013. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, the patient experienced dyspareunia ("painful intercourse / dyspareunia (painful sexual intercourse)"), bladder disorder ("bladder problems or changes") and urinary tract disorder ("urinary problems or changes"), 9 days after insertion of essure. On (B)(6) 2013, the patient experienced vaginal infection ("chronic vaginal infections"), dysmenorrhoea ("abnormally severe menstrual pain / dysmenorrhea (cramping)"), vaginal discharge ("vaginal discharge"), alopecia ("hair loss") and urinary tract infection ("urinary tract infection,"). On (B)(6) 2014, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). On (B)(6) 2014, the patient experienced cystitis interstitial ("interstitial cystitis"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), pelvic pain ("severe pelvic pain / pain"), abdominal pain ("severe abdominal cramping"), abdominal pain lower ("severe lower abdominal pain"), back pain ("severe lower back pain"), menorrhagia ("heavy menstrual bleeding / prolonged menstruation / abnormal bleeding (menorrhagia)"), menstrual disorder ("abnormal menstruation"), dysgeusia ("metallic taste in mouth"), migraine ("worsening of her migraines"), headache ("worsening of her headaches"), fatigue ("chronic fatigue") and vaginal haemorrhage ("abnormal bleeding (vaginal)") and was found to have weight increased ("weight gain") and weight decreased ("weight loss"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the device dislocation, genital haemorrhage, vaginal haemorrhage, urinary tract infection, bladder disorder, urinary tract disorder and cystitis interstitial outcome was unknown and the pelvic pain, vaginal infection, dysmenorrhoea, abdominal pain, abdominal pain lower, back pain, menorrhagia, menstrual disorder, dysgeusia, migraine, headache, vaginal discharge, dyspareunia, alopecia, fatigue, weight increased and weight decreased had not resolved. The reporter considered abdominal pain, abdominal pain lower, alopecia, back pain, bladder disorder, cystitis interstitial, device dislocation, dysgeusia, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, menorrhagia, menstrual disorder, migraine, pelvic pain, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection, weight decreased and weight increased to be related to essure. The reporter commented: consumer was currently investigating removal options, as she had not yet been able to undergo surgery to remove the essure micro-inserts. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 29.3 kg/sqm. Hysterosalpingogram - on (B)(6) 2013: results: full occlusion of fallopian tubes. On (B)(6) 2013 patient underwent hysterosalpingogram test resulted : no contrast is seen extending beyond the fallopian tube occlusion devices and no evidence of free spill of contrast agent. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 13-nov-2019: plaintiff fact sheet received. Events added from pfs- migration of essure device location of device: unknown, interstitial cystitis. Concomitant drug were added. On (B)(6) 2019: amendment of concomitant drug. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.